Manufacturer narrative:
The sample is not available for return, although pictures have been provided. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated during an av graft decolot "cleaner floppy tip detached in the declot last mnight while macerating pulling back. Narrow vessel. Pictures can be provided, product not available."

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. No samples were returned to argon from the customer. However, images were provided by the customer for review. The images confirmed that the tip on the cleaner was detached. The device is a supplier device, so a scar has been initiated to address the issue with the tip. The device is a supplier device so scar-00206 has been initiated to address the issue with the tip. The scar will record any root cause(s) or actions taken. Additional information provided in h.3., h.6. And h.11.